Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their parent's insulin pump alarmed with a compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. The caller was using their deceased parent's pump that had not been transferred to their name. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump for safety reasons. The insulin pump will not be returned for analysis.